Event description:
While reviewing the programming history for the patient's vns generator, it was noted that a computer software error occurred on (B)(6) 2003. On (B)(6) 2003 the patient was at settings output current= 1 ma/ frequency= 20 hz/ pulse width= 250 usec/on time= 30 sec/off time= 3 min / magnet output current= 1 ma/ on time= 60 sec/ pulse width= 250 usec. Later a system diagnostics was performed on the generator which faulted and the patient was not interrogated afterwards. During the next office visit on 08/21/2003 the patient's vns generator was interrogated and was found at settings output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ on time= 30 sec/ pulse width= 500 usec. The patient was then programmed back to the previous settings of output current= 1 ma/ frequency= 20 hz/ pulse width= 250 usec/on time= 30 sec/off time= 3 min / magnet output current= 1 ma/ on time= 60 sec/ pulse width= 250 usec.

Manufacturer narrative:
Analysis of programming history.